Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant rupture. Device remains implanted.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified to be underweight, a creases fold, a broken shell and others. A visual and microscopic analysis was performed which identified stress marks and a broken sharp crease on the posterior. Based on the device analysis the final assessment is: a crease sharp edge broken on posterior assessed as fold flaw opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., g.3., h.6.

Event description:
Device has been explanted.